Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device installation by the customer, the videoscope exhibited a broken ceramic head. There was no patient involvement.

Manufacturer narrative:
Additional info: d9, h2, h3, h4 and h6 the device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.